Event description:
Boston scientific received information that this device and leads were removed due to high thresholds which lead to premature battery depletion. The physician was unhappy with the longevity so the device was explanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.